Event description:
Family member went into pt's room to check on pt. Family member found pt expired. There was no ventilator function (vent was off). There were no alarms sounding. Family member believes there is a problem with the ventilators power cord. When police arrived, they 'touched' the power cord and the device powered up.